Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, the patient experienced suction events. Suction was resolved with volume and albumin. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of positioning issues and low pump flow has been completed. Product was not returned for review. Data logs confirm suction alarms on reported date. Positioning alarms on day of reported positioning issue. Based on clinical description, the root cause of positioning issue was most likely use related since the pump was inadvertently pulled out of the left ventricle (lv) while repositioning of the pump. The root cause of low flow was most likely patient condition related since suction alarms were resolved by fluid compensation.

Event description:
The complainant reported that during repositioning of the impella 5.5, the pump was pulled across the aortic valve (av) and into the aorta. The patient was taken to the operating room and under transesophageal echocardiogram (tee) still unable to readvance pump across the atrioventricular (av). The 5.5 was exchanged for a new one.

Manufacturer narrative:
B5 additional details from the clinical site regarding positioning failure. H6 updated to reflect the additional failure mode.